Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump regularly triggers overpressure¿ was confirmed. During testing it was found that the pump regularly triggers overpressure. The event history log (ehl) shows "high pressure" alarm messages. The reported issue was determined to be caused by a defective downstream occlusion (dso) sensor. Visual inspection found the display glass was scratched and the dso seal had a bubble. The dso sensor, dso seal, and display glass were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump regularly triggers overpressure. There was no reported patient involvement.